Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Unable to perform the displacement and self test or verify missing segment due to physical damaged to lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.